Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing and noise on the rv lead. The patient did not receive any inappropriate therapy or experienced any symptoms. The lead was explanted. No further information is available.